Event description:
The patient passed away due to hemorrhagic stroke. It was reported that the patient presented to hospital with left hemisphere hemorrhage. The patient was declared brain dead and the pump was turned off.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2018 due to a hemorrhagic stroke. The patient had presented to the hospital with a left hemisphere hemorrhage and was declared brain dead. The pump was turned off. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The hmii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06nov2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's death could not be conclusively determined through this investigation. No alarms, clinical symptoms, or device-related issues were reported in association with the event. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The clinical consultant (cc) was contacted in an attempt to acquire additional information. The response from the cc was that no additional information was available at this time.